Event description:
It was reported that the colonovideoscope exhibited an image issue in which the image displayed stripes. The issue occurred during service or maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1-address-(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.